Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 650 mg/dl. Elevated bg was addressed by correction bolus via pump. The customer reverted to an alternate method of insulin therapy.